Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings compared to blood measurement. Customer received an adc freestyle libre sensor reading of 150 mg/dl and experienced a loss of consciousness on (B)(6) 2018 at 17:30. A reading of 48 mg/dl was obtained on the hospital meter and he was diagnosed with hypoglycemia and administered glucagon via intravenous infusion. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was properly seated in the mount. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified. The complaint was not confirmed.

Event description:
Customer reported receiving higher readings compared to blood measurement. Customer received an adc freestyle libre sensor reading of 150 mg/dl and experienced a loss of consciousness on (B)(6) 2018 at 17:30. A reading of 48 mg/dl was obtained on the hospital meter and he was diagnosed with hypoglycemia and administered glucagon via intravenous infusion. No additional treatment was reported. There was no report of death or permanent impairment associated with this event.